Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation during the procedure, the tip of the 'ncircle tipless stone extractor' fractured immediately upon use during a flexible laser ureterorenolithotripsy. The 'instrument nurse' attributed the failure to a material defect, with no evidence of device misuse. A replacement device was required to complete the procedure. The patient¿s anatomy was normal, without tortuosity, calcification, or scarring, and a laser was used as part of the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed no discrepancies related to the reported failure mode. A review of complaint history records showed no complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. The product IFU, t _ ntse_ rev1 provides the following information to the user: precautions this device is conductive. Avoid contact with any electrified instrument. Do not use excessive force to manipulate this device damage to the device may occur. It was reported "the tip was defective and broke during use", it is likely the customer is referring to the basket wires at the distal end of the device. Based on the information provided, no product returned, and the results of the investigation, cook has concluded a cause of the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
Correction: the type of procedure was a flexible laser ureterorenolithotripsy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b5, this information was available but was inadvertently left off of the initial MDR report. D4 - primary UDI number. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
. E1 - phone number: (B)(6). E1 - occupation: quality specialist. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the procedure, the tip of the 'ncircle tipless stone extractor' fractured immediately upon use. The 'instrument nurse' attributed the failure to a material defect, with no evidence of device misuse. A replacement device was required to complete the procedure. The patient¿s anatomy was normal, without tortuosity, calcification, or scarring, and a laser was used as part of the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.